Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as the event date is unknown. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. According to the complainant, the "kep" wire was in reverse trip position. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Based on the limited information available, this event has been interpreted as the bands deploying in reverse order.